Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis could not confirm the customer comment that the radiofrequency (rf) head had telemetry issues. The head passed all functional and system tests. (B)(4).

Event description:
It was reported that the programmer and radiofrequency (rf) head were unable to do threshold checks due to telemetry noise despite having a good signal and a connection check. The programmer and head were returned for service. No patient complications have been reported as a result of this event.